Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced a serious adverse event not related to either the study device or procedure. Customer's medical diagnosis is possible osteomyelitis. The on-set date of the event is (B)(6) 2014. The primary investigator has provided information that the event is severe in nature and that the subject was hospitalized from (B)(6) 2014 to (B)(6) 2014. Subject's spouse left a voicemail stated that the subject had been in the hospital for possible bone infection of the left 2nd digit proximal phalanx. Customer started on antibiotics for 6 weeks. Site is waiting to receive the hospital records. No additional information provided.